Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing threshold and premature battery depletion was noted. Device was explanted and replaced. Patient's condition was fine post-procedure.

Manufacturer narrative:
The reported high pacing threshold was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.